Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The root cause of the reported complaint cannot be conclusively determined. Product not available for analysis

Event description:
Clinical study. It was reported that during a coronary artery stenting procedure balloon withdrawal resistance was noted. The index procedure treated the de novo, 80% stenosed and mildly calcified 2.5x15mm target lesion located in the mid left anterior descending (lad) artery. Treatment consisted of pre-dilation with a maverick 2.0x10mm balloon and placement of a 2.5x16mm taxus liberte drug eluting stent deployed at 11 atm's, resulting in 0% residual stenosis. Balloon withdrawal resistance was noted during the procedure and was removed by pulling back intact. The patient was discharged 2 days post procedure on aspirin and clopidogrel. No patient complications were reported.